Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a 100ml infusion of fentanyl was programmed to infuse at 2.5ml/hr at 0715 however at 0828 the pump indicated that 17.4 ml was given. The patient was intubated and there was no patient harm.

Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was not confirmed. The pcu event log shows that the pump module was in use for several days prior to the reported event date, infusing fentanyl non-weight based dosing 5000mcg/100ml. At 7:38 am on (B)(6) 2017 the rate was changed from 3 ml/hr to 2.5ml/hr, when the user changed the dose to 125mcg/hr. The infusion continued at this rate until 9:28 am when the user paused the infusion and channeled the device off. The volume recorded as being infused between 7:38 am and 9:28 am was 4.552ml. The root cause of the reported overinfusion was not identified.